Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that MRI tech connected with ins and programmer displayed por. Tss reviewed code meaning and redirected pt to managing hcp to have code cleared and device checked before proceeding with MRI. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.